Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: detection of atrial fibrillation using an implantable loop recorder following cryptogenic stroke: implications for post-stroke electrocardiographic monitoring. Journal of interventional cardiac electrophysiology (2020) 57:141¿147. Doi.org/10.1007/s10840-019-00628-6. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding detection of atrial fibrillation (af) using an implantable loop recorder. The article reports implantable cardiac monitors (icm) which exhibited false positive af detections. The status/ disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.